Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was unable to be interrogated, and it was no longer pacing. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported inability to communicate was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.